Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 500 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they were hard of hearing and to call back and speak to the patient's wife in regards to troubleshooting.